Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report numbers: 2916596-2023-06629 and 2916596-2023-06749. It was reported that the patient's log files revealed 16 driveline power faults on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. The system controller was exchanged. A resolution of the alarms was not provided.

Event description:
It was reported that the alarms did not return.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log files spanned approximately 4 days (30aug2023 ¿ 02sep2023 per time stamp). On 30aug2023 from 14:59:19 ¿ 15:10:26 and 01sep2023 at 23:51:37, the driveline power fault alarm was active due to a power a broken fault. The alarm remained active throughout the remainder of the log file and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted controller event log file after products exchange did not show any unusual events in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The controller was then run together with the returned mod cable and did not reproduce any driveline alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.